Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3998, lot# v086942v01, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient was currently at the ER with overstimulation. It was noted that the patient had completed a special charge to get him out of overdischarge and was sent home to recharge. The patient¿s spouse might have accidently pressed a button on the side when getting the patient set up that led to this overstimulation/weird stimulation. It was noted that the recharger was used to do a pmr (physician mode reset) with the doctor and that corrected the overstimulation. On the patient programmer a por (power on reset) with a triangle was noted and the recharger showed a por screen and then a regular recharge screen. Initially 0 bars filled in and then 4 bars filled in; the patient normally got 8 bars. It was noted to keep a charge in the device until they could get a clinician programmer to clear the por. Additional information received reported/clarified that the patient had an overdischarge about a week ago, which was addressed with a prm, and the patient was getting a por message and charging normally when the overstimulation event occurred last night. The patient was getting a jolting sensation with stimulation during the overstimulation, and the patient stopped charging then. The issue was resolved at the ER. It was noted that the manufacturer representative planned to meet with the patient next week to clear the warning por, but was concerned that overstimulation could occur again. It was reviewed that if the patient wanted to continue charging normally with por in place, the patient was still at risk for overstimulation if they were to push the ¿off¿ button accidently on the recharger. It was reviewed how to address overstimulation using recharger or patient programmer if the patient decided to charge before the appointment, as well as the possibility of another strike/overdischarge if the patient did not charge anymore, as the patient had been in overdischarge for more than one year. Additional information received reported that the jolting was due to hitting the stop button on the recharger when the patient was trying to recharge. It was noted that it did not happen again, and the por was successfully cleared.